Event description:
It was reported that there was resistance when pressing the button on the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter, translated from japanese: "a patient felt resistance when pressing the button. According to the pharmacy's report, this seems to be the issue on the pen but the patient wanted to report to the manufacturer of the pen needle as well."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.